Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion of vasopressors with a spectrum pump in the cardiac intensive care unit (cicu) , there was insufficient therapy ("the pump either under infused or did not infuse") and the patient's blood pressure decreased. After discovery of the issue a new infusion was started. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The event occurred in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.